Event description:
Incident reported as: customer took the device out of the package and used it on a dog. When they rolled the dog on its back, they heard a "pop." They took the et tube out and it broke. No injury reported. No further information available.

Manufacturer narrative:
Device is not available for investigation. Investigation is ongoing and a follow up report will be sent as soon as it is finished.